Event description:
It was reported when using the bd pyxis¿ medbank tower aux, the drawer had not opened during the issue. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in the incident, it was determined that the drawer did not open. A technical support specialist logged in and observed the customer adding the item and entering the validation code. The drawer opened as expected, and the customer was able to issue the medication. On medbank myqlink, only the first b transaction was visible where one item was pulled. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.